Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Additional information has been requested. (B)(4).

Event description:
A customer reported an intraocular lens (iol) need repositioned following implantation. Additional information was requested.